Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-24525. It was reported the right ventricular (rv) lead was oversensing noise causing pacing inhibition. The asymptomatic patient presented in clinic for a procedure. During the procedure, once the pocket was opened it was visually observed the rv and atrial leads had insulation damage. The leads were explanted and replaced without issue. The patient was stable.